Event description:
Surgeon performed a acetabular revision for pain. It was the patients second revision in 4 years. Patient had in a wright medical modular stem.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items were returned. No medical records or x-rays were made available for evaluation. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The reported event regarding a revision due to pain involving a trident psl cluster shell was not confirmed.

Event description:
Surgeon performed a acetabular revision for pain. It was the patients second revision in 4 years. Patient had in a wright medical modular stem.

Manufacturer narrative:
The following other hip devices were also listed in this report: cat# 623-00-40e; trident 0 deg insert 40mm; lot# metekl; cat# 2060-0000-1; acetabular dome hole plug; lot# metntt; cat# 2030-6520-1; 6.5 cancellous bone screw 20mm; lot# admmne; cat# 2030-6525-1; 6.5 cancellous bone screw 25mm; lot# 4jampe; cat# 2030-6525-1; 6.5 cancellous bone screw 25mm; lot# met10w; cat# 2030-6530-1; 6.5 cancellous bone screw 30mm; lot# mj7mke; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.